Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by MFR.: returned product consisted of a zelantedvt thrombectomy system. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Blood was present inside the device and the boot was filled with fluid. The waste bag was cut-off when received and not returned for analysis. Inspection of the device revealed that there was a shaft kink 51.5cm distal of the strain relief. Microscopic examination of the hypotube at the location of the kink, revealed that the hypotube was broken. The separated ends of the hypotube were ovaled, indicating that the hypotube was kinked before separation. The shaft was kinked causing the hypotube to break, when the hypotube is broke, the device will not prime and the console will continue to try and prime the catheter, causing the 'check saline supply' error to display on the console and the boot to fill with fluid.

Event description:
Reportable based on device analysis completed on 09-oct-2019. It was reported that an error message occurred. The thrombosed target lesion was located in the portal vein and in the left liver vein. An angiojet zelantedvt was selected for use. During the procedure, the physician used power pulse mode with 47 cc of recombinant tissue plasminogen activator (rtpa) (mix of nacl 0.9% 50 ml with 10mg (10ml) total of cathflo) and soaking time of 15 minutes in the portal vein and did about 290 seconds thrombectomy without any problems. The physician used power pulse mode with 25.5 cc of the rtpa (total of pp 72.5 ml including the tubing and some nacl from physiological serum pouch) to properly treat the left portal vein. After 15 minutes, thrombectomy mode was activated and after about 25 seconds, the angiojet console stopped and check saline supply error message was displayed. The catheter was removed and tried to prime again but the issue persisted. Another angiojet zelantedvt was then primed successfully and was used. However, after 15 seconds in the distal left liver vein, the console stopped and displayed the same error message. Blood flow was reestablished and physicians were happy with the results. An rtpa catheter perfusion was left overnight but was stopped less than 2 hours post procedure because the patient was bleeding. The physician installed a plug close to the spleen with success and patient stopped bleeding. There were no patient complications reported related to the angiojet. However, returned device analysis revealed a hypotube break.